Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tip of tampon broken inside vagina [foreign body in reproductive tract] when removing it the tip of the tampon broke inside my vagina [complication of device removal] tip of the tampon broke [device breakage] case narrative: consumer reported via e-mail that the tip of the tampon broke. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tip of tampon broken inside vagina [foreign body in reproductive tract] when removing it the tip of the tampon broke inside my vagina [complication of device removal] tip of the tampon broke [device breakage] case narrative: consumer reported via e-mail that the tip of the tampon broke. No serious injury reported.